Event description:
Physician implanted an ocular lens - once it was inserted he noticed a scratch across the lens. The lens was cut by physician and taken out in pieces without any problems. A second lens was inserted and procedure completed.